Event description:
A bipap a40 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the cpu cannot communicate with the flow sensor using i2c bus (error code 46) and the cpu cannot communicate with the pressure sensor using spi bus (error code 47). Error codes 46 and 47 are ventilator inoperative codes, and the printed circuit assembly (pca) needs to be replaced due to these errors. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted tobacco contamination and dust contamination. The device was scrapped by the service center after the evaluation was completed.